Event description:
It was reported that a change in therapy effect occurred. The patient experienced sharp pain in their lower back, stomach cramps, sweating and pain in both legs. The symptoms had been occurring for the last ¿four to five¿ days and had become gradually worse. It was also reported ¿the other day¿ to avoid collision the patient ducked out of the way however, he twisted and fell backwards against a wall. The patient had expressed concern about the catheter if it could have pulled out, was wondering if it could be dislodged and if his symptoms were a result of the catheter issue. The patient had called his health care provider¿s (hcp) office however it was the weekend and he only received a voicemail option. It was noted the patient had received a dose increase on (B)(6) 2013. The patient had family/friends that could check/monitor his symptoms. The device system was used to deliver hydromorphone. It was later reported that the fall had occurred on (B)(6) 2013. The patient had indicated he may have been having withdrawal symptoms but was not sure. Further symptoms included flu, chills and fever. The patient¿s brother reportedly saw the patient sleeping and having a seizure on (B)(6) 2013. It was noted the patient was also having problems breathing. The patient¿s hcp had been giving the patient oral medication. The patient had called his hcp on (B)(6) 2013 but had yet to hear anything back.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).